Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. Slight deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug eluting stent was used to treat a severely calcified plaque lesion during a procedure. The device was inspected with no issues. It was reported that there were positioning difficulties and that stent deformation occurred in vivo during positioning. The procedure was complete using a resolute integrity 3.5 x 28mm device. The patient is alive with no injury.